Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) and right ventricular (rv) leads exhibited an increase in threshold meaurements and increase in impedance measurements. The physician was concerned over lead issues, thus a revision procedure was performed where the ra lead and rv lead were surgically abandoned. The pacemaker was also explanted. No additional adverse patient effects were reported.